Manufacturer narrative:
(B)(4). Any additional information received regarding this device report will be submitted as a supplement to this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirteen years and five months post implant of this bioprosthetic aortic valve, this valve was explanted due to a pseudoaneurysm that developed off the non-coronary cusp (ncc) that continued to enlarge. A full root replacement was performed. No adverse patient effects were reported.